Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue that the ultrasonic needle core was unable to work properly. The instrument was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error. Additionally, the instrument was found with teflon pad damage at the base of the clamp arm. Missing material, approximately 0.03¿ x 0.02¿, was not returned.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the needle on the harmonic ace was unable to work properly. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.